Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the dissector's tip of the tissue pad was loose and the engagement was strange. After using for about 10 minutes, it was replaced with a new dissector. The device did not break during procedure. When it was returned, a part of the tip of the tissue pad came off from the dissector inside the box where it was placed. It said that it must not have been used in a strange way. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw liner was melted and damage. A section of jaw liner tips had detached and was not returned. Functional testing found that jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. It was reported that the jaw liner degrades and jaw liner detached. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the dissector's tip of the tissue pad was loose and the engagement was strange. After using for about 10 minutes, it was replaced with a new dissector. The device did not break during procedure. When it was returned to covidien, a part of the tip of the tissue pad came off from the dissector inside the box where it was placed. It said that it must not have been used in a strange way. There was no patient injury.